Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service on 11/22/2023 that a fluid leak had occurred during their pd treatment. The patient reported the cycler had an air detected in cassette message during dwell 4 of 4 prior to the fluid leak. Two solution bags were hanging and one lying flat. Patient line, heater bag, and solution bag were securely connected. Fluid was not discovered in the pump module area, however fluid was discovered on the external of the cassette. Fluid leaked from below the connection of the last bag. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event through treatment data. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event per the treatment data. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient uses the apd luer lock adapter with baxter bag as the last bag for treatment. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical service on 11/22/2023 that a fluid leak had occurred during their pd treatment. The patient reported the cycler had an air detected in cassette message during dwell 4 of 4 prior to the fluid leak. Two solution bags were hanging and one lying flat. Patient line, heater bag, and solution bag were securely connected. Fluid was not discovered in the pump module area, however fluid was discovered on the external of the cassette. Fluid leaked from below the connection of the last bag. Upon follow up, the peritoneal dialysis registered nurse (pdrn) confirmed the reported event through treatment data. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event per the treatment data. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however could not confirm if the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The pdrn confirmed that the patient uses the apd luer lock adapter with baxter bag as the last bag for treatment. The pdrn could not confirm if the cycler set was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.